Manufacturer narrative:
(B)(4). Batch # m53c45. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the stapler (plee60a, pse60a, ec60, long60a, etc.)? Was there any other issue noted with staple line other than bleeding (malformed staples, incomplete/interrupted staple line, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis results showed that one ecr60d cartridge reload was received. The returned reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. No further functional testing could be performed due to the condition of the reload. The reported cutting issues event could not be confirmed as no device was returned for evaluation. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, shot produced tissue displacement and subsequent bleeding. It is unknown what was used to complete the procedure. The patient is stable.